Event description:
Patient reported "wrinkling", "deflation", and "lump". Healthcare professional reported "exchange with no complaint against the device". This record is for the left side. The device remains implanted. Previously reported events of "wrinkling", "deflation", and "lump" reported via asr / psr will be unreported.

Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr / 410psr on 12/21/2011. Previously reported events of "wrinkling, lump, deflation" reported via asr / psr will be unreported. Clarification to partial date of implant d6a: 2008 was provided.